Manufacturer narrative:
The revision reported in case (B)(4) may have been the result of axial rotation mismatch between the femoral component and the tibial components; which led to offset/asymmetrical contact between the femoral cam and the ps tibial insert spine; resulting into edge loading. Such phenomenon likely resulted in decrease of the transversal section area of the tibial spine due to cold flow and/or wear; which precipitated the fracture of the tibial spine.

Manufacturer narrative:
Pending evaluation; concomitant medical products: (cn: 200-02-35, sn: (B)(4)) 35mm 3 peg patella, (cn: 200-04-44; sn: (B)(4)) 4/4 tibial tray, (cn: 234-03-04; sn: (B)(4)) size 4, femoral component.

Event description:
Index surgery on (B)(6) 2007. The surgeon was concerned with the following. The psc spine had snapped off. The lateral aspects of the poly showed pits. The medial aspects of the poly showed subsurface oxidation.